Event description:
It was reported by a customer in the USA that, during patient use, the 840 ventilator stopped cycling. The patient was transferred to another ventilator. There was no reported patient injury.

Manufacturer narrative:
The covidien technical support engineer (tse) troubleshot this issue with the customer over the telephone. The tse recommended replacing the breath delivery (bd) alarm and alarm cable. The customer reported to have followed the tse recommendations, and the malfunction has been corrected. The customer has conducted tests and calibration, and informed that the unit is back in service. (B)(4).